Event description:
It was reported that during a meniscal repair fast fix t2 anchor was prematurely deployed. In consequence, the t1 implant had to be removed. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
E1: facility name updated. Address and city information added.

Manufacturer narrative:
H3, h6: two 72202468 fast-fix 360 curved needle delivery system, intended for use in treatment, have been returned for evaluation. The information provided states: ¿during a knee surgery the fastfix t2 came loose before it was able to be implanted.¿ visual assessment of the devices showed no suture or ts for one of the devices. The other device returned ts and suture free from delivery needle. The depth limiters were cut to surgeon¿s desired length. The devices were returned bent. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported. This case reports the prematurely deployment of the t2- anchor implant. Since no patient harm is being alleged no further assessment is warranted at this time.